Manufacturer narrative:
A photo was provided showing the tubing marked. There appeared to be a puncture in the tubing. The reported complaint of a hole in the tubing and subsequent leakage on the 14007-31 primary plum set can be confirmed from the photo provided. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The lot history review for lot 13654084 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
Device returned to manufacturer on 16-oct-2023. Received one (1) used (B)(4) primary plum set for inspection. A cut was observed in the tubing. The reported complaint can be confirmed. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The probable cause of the cut tubing is a sharp object during use. The device history review for lot 13654084 was reviewed and no non conformities were found that would have led to the reported complaint.

Event description:
The incident involved a primary plum set, 15 micron filter in sight chamber. The reporter stated that there was a patient with parenteral nutrition scheduled for 24 hours by infusion pump when a call was received from the nursing auxiliary, reporting that the nutrition had been completed approximately 18 hours before scheduled. The patient was evaluated, and parenteral nutrition was spilled in the patient's unit. The pediatrician was informed and indicated the start of intravenous fluids until new parenteral nutrition was administered. Following the event, the patient was stable, with no complications. When the damage was analyzed, it turned out that the bag was not broken, but the catheter was damaged. There was patient involvement; however, no one was harmed as a result of this event.

Manufacturer narrative:
E1: telephone extension (B)(6). Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.